Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the left ventricular channel. I t was noted that this lead was positioned on the left bundle branch. Oversensing of artifact resulted in pacing inhibition and high pacing thresholds. It was suspected that the root cause was air entrapment in the header. Overtime, this noise got less frequent and eventually it could not be reproduced anymore. No changes were performed. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the left ventricular channel. It was noted that this lead was positioned on the left bundle branch. Oversensing of artifact resulted in pacing inhibition and high pacing thresholds. It was suspected that the root cause was air entrapment in the header. Overtime, this noise got less frequent and eventually it could not be reproduced anymore. No changes were performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the left ventricular channel. It was noted that the lead was positioned on the left bundle branch. Oversensing of artifact resulted in pacing inhibition and high pacing thresholds. It was suspected that the root cause was air entrapment in the header. Overtime, this noise got less frequent and eventually they could be reproduced anymore. No changes were performed. This system remains in service. No adverse patient effects were reported.